Manufacturer narrative:
Additional product code: lxt. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, the patient underwent osteosynthesis surgery for radius head fracture with elbow hinge fixator. The surgery was completed successfully without prolongation. After the surgery, on may 22, when the patient started rom exercise, the metal part of the hinged joint rod came off. As a result, the hinged joint rod became non-functional. This report is for one (1) elbow hinge fixator. This is report 1 of 1 for complaint (B)(4).